Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is reportedly not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was completed with a prostar xl device, with a 6f sheath using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 18f and the tavi procedure was completed. Reportedly, the white suture came out of the patient during knot advancement. The green suture and percutaneous transluminal angioplasty were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostarxl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported failure to deploy the suture appears to be related to poor tissue capture such that the suture was pulled through the vessel during knot advancement. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.